Event description:
Boston scientific received info that following pocket closure at a routine implant procedure, the right atrial lead was noted to not sense appropriately. The pt implanted with this lead was in atrial fibrillation. Fluoroscopy was performed and the ra had notably dislodged. A revision procedure was performed and the ra lead was explanted. The ra port was plugged due to the pt¿s medical condition. No adverse pt effects were reported during the procedure.